Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during basal and bolus delivery. There was no impact to customer's blood glucose level.